Event description:
It was reported that the patient was having difficulty charging the ipg due to migration. The patient underwent a revision procedure wherein the ipg was sutured in the pocket. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.